Event description:
Baxter reported "leakage from the silicone tube" of the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.